Event description:
Information was received indicating that it was "suspected" that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump was requesting extra boluses which resulted in overdosing. Per reporter the bolus was subsequently locked to three (3) hourly. It was also reported that the patient's inner tube had fallen out multiple times. No adverse patient effects were reported.